Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8718ds-1310, dynanite¿ nitinol staple implant system, 13w x 10l, batch 4060139221, was received for investigation. Visual inspection noted that the drill and guide were stuck together. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is attributed to excessive user-applied mechanical forces. The complaint allegation is confirmed. Refer to the attached investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/17/2025, it was reported by a sales representative via email that the drill and guide from an ar-8718ds-1310 dynanite nitinol staple implant system became stuck when the surgeon cycled. The drill and guide cold cold-welded. The case was completed by opening a second ar-8718ds-1310 dynanite nitinol staple implant system. This was discovered during a four corner fusion procedure on (B)(6) 2025.